Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per additional information received the components disengaged into the patient's cavity were retrieved.

Event description:
According to the reporter, during a laparoscopic left colectomy procedure, while on the las part of the surgery, first device¿s anvil could not be tilted after firing, it was difficult/unable to load. The second device's anvil component disengaged into the patient¿s cavity. Anvils were bent. As a result, lead to an extension of the surgery for more than 30 minutes. There were unanticipated tissue loss as a result of this problem. A new device was used in order to complete the case. No patient injury.